Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain / pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included salbutamol (albuterol hfa) from 2008 to 2018. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycles"), abdominal pain ("abdominal pain/abdominal pain during "intercorse" and menstruation"), back pain ("back pain"), dyspareunia ("pain during intercourse"), weight fluctuation ("disproportionate weight disbursement with more on the right side of her body"), tooth disorder ("dental issues including teeth chipping/dental problems"), dental caries ("tooth decaying"), alopecia ("hair loss"), urticaria chronic ("allergic or hypersensitivity reaction type/rashes or skin conditions, type: chronic hives/hives"), headache ("chronic headaches"), fatigue ("chronic fatigue"), amnesia ("a decrease in memory capabilities/psychological or psychiatric problems, condition: short term memory loss/neurological conditions or problems, type: short term memory loss"), fungal infection ("increase in the occurrence of yeast infections/, infection (bladder/ urinary tract/vaginal) type: yeast infection"), mood swings ("hormonal changes describe: mood swings"), libido decreased ("low sex drive"), vaginal haemorrhage ("(abnormal bleeding) vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vulvovaginal pain ("vaginal pain/vaginal pain during intercorse and menstruation") and complication of device removal ("complications from your essure removal procedure? ¿ yes"), underwent tooth extraction ("tooth extraction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/"oopherectomy",blood transfusion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, pelvic discomfort, menstruation irregular, abdominal pain, back pain, dyspareunia, weight fluctuation, tooth disorder, dental caries, tooth extraction, alopecia, headache, fatigue, amnesia and fungal infection had not resolved; the genital haemorrhage, mood swings, libido decreased, vaginal haemorrhage, menorrhagia, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, vulvovaginal pain and complication of device removal outcome was unknown and the urticaria chronic had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, back pain, bladder disorder, complication of device removal, dental caries, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, pelvic discomfort, pelvic pain, tooth disorder, tooth extraction, urinary tract disorder, urticaria chronic, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2011. In current follow up reported as: 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Date on which you received your results (B)(6) 2012. Most recent follow-up information incorporated above includes: on 27-nov-2018: new pfs received. New events: hormonal changes describe: mood swings; low sex drive, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines, nickel allergy, vaginal discharge, dysmenorrhea, weight gain, bladder disorder, urinary tract disorder, vaginal pain and complication of device removal were added. Event memory impairment updated to amnesia. Lab data added. Concomitant drug added. Outcome of event rash/skin condition updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.